Event description:
The facility reported a colleague infusion pump with the reported condition of a faulty main display. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (7.01.00).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the reported condition of a faulty main display was confirmed and reproduced. The cause of the faulty display was found, during inspection, to be lines on the display. The main display was replaced to correct this condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.